Manufacturer narrative:
Averse event and product problem to product problem. Relevant tests/laboratory data: list of medications. (B)(4). 510 (k). Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, tilt, unable to retrieve, embedded, gi issues, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported gi issues, pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report # 3002808486-2017-01308. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt)/pulmonary embolism (pe) contraindication to anticoagulation due to vaginal bleeding. Plaintiff alleges attempted retrieval on (B)(6) 2012. Plaintiff is alleging tilt, device is unable to be retrieved, embedded, gi issues, pain.

Manufacturer narrative:
Correction: date of event.